Event description:
The customer reported that there was a loss of monitoring at the central station accompanied by a "no data from bed" inop and a death occurred in the hospital.

Manufacturer narrative:
The customer reported that their information center lost communication with the monitoring network and despite attempts to restart the device, they were not able to resume central monitoring. The philips field service engineer (fse) arrived onsite and began to work on the central after which a nurse found a pt in vfib arrest, who subsequently expired. Resuscitation efforts were not performed as the pt was a do not resuscitate/do not intubate (dnr/dni). Staff indicated that no alarms occurred at the bedside and when checked, the alarm volume was set to zero. Checking the other bedsides, alarm volumes were found at zero in other rooms as well. The staff indicated that they believed that the problem with the central caused all bedside device's alarm volumes to be set to zero. Troubleshooting at the central found that the issue was caused by a dip switch setting at the system communication controller (scc) which was found set to test mode, which will be considered to have caused the described loss of central monitoring. This incorrect setting will be considered to have been a user error, as the central station had been functioning as expected previously. This user error will not be considered as a factor in the pt death. It could not be determined if the user error in dip switch changing settings on the central station was the cause of the volume change on the bedside monitors or if the volume setting was changed directly by the users. The customer has taken corrective actions internally to manage some of the internal issues found.